Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate low issue with the meter as compared to another meter (ultrasmart) however, the reporter did not provide any blood glucose values for either device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.